Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a significant discrepancy between the sensor glucose and blood glucose values, and also received a sensor updating alert and calibration not accepted alert. The customer reported blood glucose value of 97 mg/dl. And sensor glucose value was 248 mg/dl and 294mg/dl at the time of incident. The hypoglycemic event was treated with glucose and carbohydrate intake. The event involved product(s) mmt-7040a ,mmt-1884, mmt-7040a. Troubleshooting was performed for hypoglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. The customer also stated that the pump was auto correcting itself. Troubleshooting was performed for difference between glucose values, the difference between the glucose values was outside the acceptable range. Troubleshooting was performed for sensor alerts and non-serialized product being replaced. No further patient complications were reported. The product mmt-7040a will be returned for analysis. The products mmt-1884, mmt-7040a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.